Event description:
It was reported that during an atrial fibrillation procedure, a pericardial effusion occurred and damage to the catheter shaft in which the inner components were exposed also occurred. Radio frequency ablation was completed using a therapy cool flex ablation catheter. A response catheter was also placed in the right ventricle and an inquiry catheter in the coronary sinus. The physician was pace mapping when the pt became hypotensive. The procedure was stopped and medical intervention was performed to treat the pericardial effusion. Post-procedure it was noted that therapy cool flex catheter appeared "distorted" and the shaft tubing was broken with the internal components exposed at this location. It is unk how the damage to the therapy cool flex catheter occurred. The pt's condition post procedure is stable.

Manufacturer narrative:
Method: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental medwatch will be filed.